Manufacturer narrative:
The immucor laboratory tested retention product on 11sep2015 which performed as expected. Immucor technical support assessed the test well images of the testing in question, using a remote electronic connection method, on 10sep2015. The blood sample was returned to the immucor laboratory and was tested using retention product on 18sep2015. The immucor laboratory was able to reproduce the customer's observations. An immucor field service engineer (fse) visited the customer site to assess the testing instrument on 11sep2015. The fse found that one (1) of the washer manifold aspiration pins was partially plugged. The fse then successfully removed the partial pin plug.

Event description:
On (B)(6) 2015, a customer reporting an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.